Manufacturer narrative:
A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sl0273. The instrument had 4 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the maryland bipolar forceps instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event. Although there was no patient injury, if this failure mode were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument did not coagulate properly and a couple radio strokes/spark strikes occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to follow-up with the customer to obtain additional information about the reported event. As of the date of this report, no additional information has been obtained.